Manufacturer narrative:
Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Analysis of the lead (s/n (B)(4)) found conductors 0-7 were broken 29.6 centimeters from the distal end.

Event description:
Information received from a manufacturer representative reported that an impedance check post-op returned results that electrodes 0-7 failed. It was noted that those electrodes passed the impedance test intra-op. The manufacturer representative reported that they tested impedances at multiple amplitudes and electrodes 0-7 failed all of the tests. The manufacturer representative stated that they tried to provide meaningful coverage with the other electrodes but were unsuccessful. The issue was not resolved. No further information was provided regarding the outcome of this event. No patient symptoms were reported. Indication for use is spinal pain. The patient¿s status at the time of this report is ¿alive, no injury.¿ however on (B)(6), the rep. Reported the consumer had their implantable neurostimulator (ins) replaced on (B)(6). An impedance test taken at that time showed out of range values on 0-7. The physician decided to wait 30 days to see if the impedances would resolve themselves even though they ¿tore through ones of the electrodes on the lead with another instrument,¿ but the values remained out of range, greater than 20,000 ohms, on 0-7 when tested at 3.0 volts, so they decided to replace the ins and lead on (B)(6). During surgery on (B)(6), the lead was tested with the multi-lead trialing cable (mltc) and the out of ranges impedances still read out of range. As a result only the lead was replaced with a new lead and impedance testing was performed with impedances all under range. Following this, the issue was resolved and the consumer recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.